Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual inspection in the lab revealed no damage or anomalies on the device. Afterward, the dilator was introduced and unusual resistance was felt in several sections of the sheath. Due to the customer reported an abnormalities while inserting the dilator. The shaft was inspected from the inside and the liner material of the vizigo was found torn off the inner walls of the sheath. A borescope inspection was performed and it was observed scratch marks and that a line of pt-fe was partly detached from inside the shaft. A device history record was performed for the finished device batch number, and no internal actions were identified. The pt-fe observed and the scratch marks could be related to the impeded device issue reported by the customer; therefore, the complaint was confirmed. The ptfe detachment could be related to the procedure while the catheter or needle was introduced and/or removed from the sheath using excessive force to advance, however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Prior to inserting the sheath into the patient, pre-assemble the sheath, dilator, and stylet. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. During insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified the internal polytetrafluoroethylene (ptfe) liner was found torn off the inner walls of the sheath. It was initially reported by the customer that while preparing a vizigo sheath on the patient table, the physicians reported an unusual resistance while inserting the dilator through the sheath. From their understanding there seemed to be a pre-existent obstruction in the lumen of the sheath itself. Because of this, and after assessing the damage, consensus was not to insert the sheath inside the patient. This issue was then solved by opening a new vizigo with a different lot number. The new vizigo was acting as usual and so the case was continued. There were no consequences for the patient. The customer's reported impediment was not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2025, the bwi pal revealed that a visual inspection of the returned device found the liner material of the vizigo was found torn off the inner walls of the vizgo sheath. These findings was reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.